Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 29-aug-2025, the user reported receiving an "insulin occlusion" alert shortly after announcing a meal. The agent recommended replacing all supplies and starting with new ones. The user declined further assistance during the supply change and did not request a follow-up but stated she would call back if needed. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.